Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a small piece of plastic broke off that holds the reservoir in the pump and happened while she was changing the reservoir. Her blood glucose was unknown. She said that her reservoir just falls out. The customer also mentioned that her belt clip broke and needed a replacement. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor. The insulin pump is being returned for analysis. The belt clip will not be returning for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.